Manufacturer narrative:
The patient remains ongoing on heartmate ii lvas. The report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported the patient's driveline had a separation of the distal end bend relief from the connector. The area was secured with rescue tape. No device alarms or adverse impact to the patient was reported. The manufacturer's technical services representative applied a driveline clamshell repair kit on (B)(6) 2018.